Event description:
Additional information was received indicating the inflation line was detached prior to use on the patient. No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). The device was returned and sent to the manufacturing site for evaluation. The manufacturing site reports: "one actual complaint sample was returned for investigation. Visual inspection was performed on the returned sample. It was observed that the side arm of the returned actual complaint sample was snapped at the inflation tube joint of main tube. The inflation tube joint of the main tube area of the actual complaint sample was examined under 10x magnification. It was observed that the side arm snapped at the inflation tube joint of the main tube. A remaining of main tube was attached to the inflation tube. However, there is 100% inspection process perform for this product therefore, if the inflation tube detaches from the main tube, the defect can be detected online as the product cannot be inflate." Manufacturer's conclusion: "based on the investigation conducted, the complaint mode cannot be confirmed. The inflation tube was observed detached from the main tube but there was some remaining of inflation tube at the joint to main tube. However, there was 100% inflation deflation test during manufacturing process and such defect can be detect during process." Corrected data: sectionb.5.-complaint description corrected; section f.10.-medical device problem code corrected to 2907; section h.6.-medical device problem code corrected to 2907.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.